Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 08:14:56. During night drain cycle four, the patient's ultrafiltration reading was 1634ml, indicating the home patient (hp) drained 1334ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be use error, as the tidal total ultrafiltration (uf) removal was set too low. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.